Event description:
It was reported that the right ventricular (rv) lead showed high impedance on the superior vena cava (svc) coil. Further troubleshooting for a coil fracture revealed the rv coil also measured high impedance. The physician decided to replace the implantable cardioverter defibrillator (ICD) device with a new model device that allowed for disabling of the svc coil. The lead was reprogrammed to turn off the svc coil from the high voltage configuration. After device replacement, rv coil impedance was within normal values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2009. (B)(4).